Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the set-up structure (sus) for failure analysis investigation. The unit was analyzed and, in the system, logs the 23094-encoder transition error was confirmed. Upon visual inspection, fa noticed a minor pinch on the encoder cable. The unit was installed on a golden system where it failed the magnetic encoder linearization during calibration.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the set-up structure (sus). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the system had recoverable fault during surgery however it returned as soon as it's recovered. Viewed live logs, found error 23094 on set-up joint (suj) shoulder rotation. Site disabled boom and surgeon completed the procedure robotically. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system. The site contacted the representative for troubleshooting. A hard reboot was performed, and manual repositioning was done for the boom to continue with the procedure. The procedure was completed using the same system. There was no patient injury. The procedure was completed with all four arms.

Event description:
Refer to h11 for follow-up information.